Event description:
Customer reportedly received results of 240 mg/dl, 200 mg/dl, 120 mg/dl, 104 mg/dl, and 101 mg/dl within 5 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product will be returned.